Event description:
It was reported that the clinician called and stated that there was a symptom episode transmission from the remote transmission in the remote website. It is in the episodes list as well and there were seventeen pause episodes in the counters, but there were none listed in the episode list. Technical support (ts) explained that the device was most likely cleared after implant and episodes/counters are programmer to programmer session and remote website to remote sessions, which is why there is a discrepancy in the counters. The website remains in use. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).